Event description:
The device was used during a laparoscopic colon resection procedure. Reportedly, the instrument broke and a component disengaged into patient's cavity. The hosp has reported no patient injury occurred.